Manufacturer narrative:
The device manufacture date is not known. This scope was not received for evaluation at stryker endoscopy. This scope was received at henke for evaluation. Based on the henke service record attached, the reported failure "cloudy" was confirmed. According to henke: scope evaluated as a level 3 distal tip and fiber damaged, particulate under distal negative, loose prism, loose optical system. Probable root cause for this failure is: the complaint for ¿cloudy¿ has been confirmed and is due to customer used and handling the reported failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was blurry image.

Manufacturer narrative:
The device manufacture date is not known at this time. However, should it become available it will be provided in future reports. Additional information will be provided once the investigation has been completed.

Event description:
It was reported that there was blurry image.